Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 3. Consumer reported that while using a multi-pack of 30 click tampons containing regular, super, and super plus absorbencies, she experienced fourteen instances of the string separating from the pledget. She indicated that the separations occurred with all absorbencies, but was not able to specify a specific number for each individual absorbency. The consumer did note that in all instances, upon removal, the pledgets were all on the drier side. She manually removed the pledgets from her vaginal cavity. Upon manual removal of two of these pledgets, the pledgets reportedly fell apart. The consumer was not able to determine if these instances of the pledget falling apart were with the regular absorbency tampons. She was able to manually remove any remaining pledget pieces. She did not seek medical attention and she did not experience any adverse health effects.